Event description:
It was reported that a premature battery depletion error message was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services confirmed that the s-ICD will need to be replaced as the battery appeared to be depleting more quickly than expected. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a premature battery depletion error message was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services confirmed that the s-ICD will need to be replaced as the battery appeared to be depleting more quickly than expected. This device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This supplemental correction report was created to capture updates on b1: adverse event/product problem.

Event description:
It was reported that a premature battery depletion error message was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services confirmed that the s-ICD will need to be replaced as the battery appeared to be depleting more quickly than expected. This device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.